Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek vantus meter serial number (B)(4). At 2:26 p.m., a sample from the patient was tested using the meter, resulting with a value of > 6.0 inr. At 2:34 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.1 inr. The reporter stated that the patient's hands were not washed prior to sample collection. The reporter stated that the patient's finger was squeezed when collecting sample, but the reporter did not know if squeezing was excessive. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks.